Manufacturer narrative:
The event unit was returned to applied medical for evaluation inside its sterile packaging. Upon visual inspection, engineering noticed a slight fracture at the cannula tip. The exact root cause of the cannula tip fracture could not be determined. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The sterile unit was returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
This cer is created for a sterile product returned from (B)(4) (reference MDR# 2027111-2017-01348). Incident description for (B)(4): nach dem cer teil 1 habe ich persönlich diese charge geprüft, und leider ist die trokarhülse bei leichtem druck zwischen daumen und zeigefinger am unteren ende unter dem ballon gebrochen. Der kunde möchte somit auch diese trokare zurück schicken und ersatz haben. Der kunde möchte den bericht direkt. Translion matthias hippler: after the first issue, dana tested a sterile product from the same lot no with the same result. With a soft pressure between thumb and index finger the distal part of cannula near the balloon was broken. The customer wants to swap out the complete stock of this lot no. The customer is asking for a direct full report. Patient status: na.